Manufacturer narrative:
One level 1 hotline low flow system was returned with wear and tear on the front cover and enclosure and cracks alongside the reservoir tank cover. There was an old style enclosure, printed circuit board (pcb), line cord and drain fitting. The device was powered up and an electrical test was performed. The reported issue was able to be confirmed. The heater was faulty due to normal wear and tear. No action was taken to fix the issue due to the device's age and the returned condition.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not heating. There was no reported adverse event.